Manufacturer narrative:
D10; h3; h6: updated. H10: the product malfunction was confirmed; the cause was he audio cable not being fully seated into the motherboard in the pic ix computer. The issue was resolved for the customer by replacement of the device; the defective device was scrapped.the issue is considered to be fully resolved. There is no indication of any systemic problem. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that their device was unable to provide audio through the ports on their sound card. The device was not in use on a patient.